Event description:
Healthcare professional reported right-side capsular contracture, baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, capsular contracture baker grade iii/IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Infection (unknow onset): unable to observe as it is a medical event not related to the device. Additional observations: deformation device observed on the device. Crystalline and cloudy observed in the gel. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right-side capsular contracture, baker grade iii/IV. Device has been explanted.